Event description:
An executive territory manager reported an issue from an end user regarding a bioflo vortex port. The physician stated "I positioned the peel-away sheath as normal and it "broke" without any issues. As I was peeling back the sheath and keeping forward pressure on the catheter, there was no abnormal resistance or issues. Once the sheath was nearly completely removed, I noticed that as I was removing the sheath, it was retracting the catheter. I was able to re-advance the catheter forward (by this point the peel-away was completely out), however it was snagged on a thread-like piece of material which was part of the peel-away sheath and which I had to cut and remove to allow the catheter to be positioned adequately. There was no complication as a result of this issue and the catheter was able to be positioned appropriately".